Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, the charger was continually resetting. The cause for the resets was isolated to a defective y1 crystal oscillator. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger/modem was not properly charging her battery packs. The pt was provided with a replacement battery charger/modem.